Manufacturer narrative:
The field service representative found the gear pump to be out of specification. He adjusted the gear pump, cleaned the sample probe and sample probe wash station, and checked the sample syringe for correct gap adjustment. The customer ran calibration and qc with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable hba1c results for 3 patient samples on a cobas 6000 c501 module. Patient 1: the initial result was 4.3%. The repeated result was 6.5%. Patients 2: the initial result was 4.1%. The repeated result was 6.0%. Patients 3: the initial result was 4.5%. The repeated result was 6.7%. The results were reported outside of the laboratory. The repeated results were believed to be correct. The repeated results were performed on the another c501 module, serial number (B)(4). The reagent lot number and expiration date were requested but not provided.